Manufacturer narrative:
(B)(4)

Event description:
It was reported signs of lead noise were observed but confirmed to be emi instead. Prior to lead extraction, flouroscopy revealed externalized conductors. The lead was explanted and replaced. No further information is available.

Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 52.2cm was returned for analysis. External insulation abrasion was noted at 46.7-47.5cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 8.4-11.3cm from the distal tip. The etfe coating was abraded at these locations. Externalized conductors due to internal insulation abrasion were noted at 8.8-12.9cm and 21.4-24.0cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was noted at 17.0-17.5cm and 25.5-26.6cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 2.9-3.0cm, 4.5-4.6cm, and 5.4-5.5cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 42.6-43.6cm from the distal tip, consistent with lead friction to the device can. The etfe coating was abraded at this location, consistent with the field observation of noise.

Event description:
Additional information noted that inappropriate shock was delivered.